Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 corrected fields: d4, d10, e3, e4, h6 component code the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: wear on adhesive around the objective lens. Based on the results of the investigation, and since the foreign material device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A definitive root cause for the adhesive wear could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope's biopsy channel had brown deposits near forceps lift channel and scoop was wet. There were no reports of patient involvement.